Event description:
The caller changed her adc device in 2005 to read in mmol/l without realizing it was incorrect. On the last week of april 2006, she visited her oncologist and they got a reading of 300 mg/dl from the hcp meter. She was diagnosed changed her medication from glucovance to bayetta, actoplus and metformin.